Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02021 and 2134265-2016-02024. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci) after the catheter crossed the lesion, it was noted that the catheter was unable to be pulled back at the first run. The sled was reset but the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection noted no issues and the device appears to be in good conditions. Functional inspection observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02021 and 2134265-2016-02024. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci) after the catheter crossed the lesion, it was noted that the catheter was unable to be pulled back at the first run. The sled was reset but the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.